Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the (B)(6) technician reported a defect with the guide pins. The products do not slide through product code 230789015 during functionality testing. The parts are blocked half way through. This issue involves products that have never been used.

Manufacturer narrative:
The complaint description states that there was a defect with the guide pins. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.